Event description:
It was reported that a patient underwent a partial penectomy on (B)(6) 2013 and suture was used. During the procedure the needle tip broke. A x-ray was performed and the needle was not visualized. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. During visual inspection there were several strong marks of instrument found, especially at the needle point area and directly at the breaking point which indicates that the needle was handled there. Grasping in the point area could impair the penetration and cause fracture of the needle. Grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.